Event description:
It was reported that a pt's stimulation was turning off approximately once every three weeks for the past 1.5 yrs. The pt uses their stimulation device 24/7. The pt would notice that her device was off when her symptoms would return. It was noted that the last interrogation session was done on (B)(6) 2009. The reed switch was previously disabled. No further details in regards to the issue were reported, including the pt's status / outcome. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).